Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged coupled device (ccd) had white dots. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light guide bundle was humid, and the cover was cracked. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device¿s ceramic had broken off at the working channel and the light guide was yellow. There were no reports of patient or user harm associated with this event.